Manufacturer narrative:
Investigation summary: no samples were received for investigation the customer stated: "there have been some product fault issues with sets arriving with broken or no collars." This feedback is in reference to 500-003 products. Further details relating to the nature of the reported issues, the quantity and lot number(s) of the affected products were not provided to aid the investigation. The details of this feedback were forwarded to the manufacturing site; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no samples were received for investigation. Without samples to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that an unspecified number of bd alaris¿ 3-way extension sets had broken luer-lock collars. The following information was provided by the initial reporter: "there have been some product fault issues with sets arriving with broken or no collars. I don¿t have any lot numbers etc nor how many sets have been affected."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ 3-way extension sets had broken luer-lock collars. The following information was provided by the initial reporter: "there have been some product fault issues with sets arriving with broken or no collars. I don¿t have any lot numbers etc nor how many sets have been affected."